Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter broke. During preparation, the proximal shaft of a fetch2 thrombectomy catheter broke into two pieces. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a fetch 2 catheter with no other devices. Visual and tactile analysis noticed a separation on the catheter. The separations were located at 8cm, 39cm, and there was a kink at 74cm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported the catheter broke. During preparation, the proximal shaft of a fetch 2 thrombectomy catheter broke into two pieces. The procedure was completed with a different device. No patient complications were reported.